Event description:
It was reported that this brady lead that was located in the deep septal was a case of an attempted implant due to unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported. Additional information received which indicated that this helix was bent at implant.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation was confirmed, based on a failing helix mechanism due to the helix being deformed (bent). The conclusion code was selected based on the field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Based on the results of the investigation, no escalation is required.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead that was located in the deep septal was a case of an attempted implant due to unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead that was located in the deep septal was a case of an attempted implant due to unknown product performance issue. Additional information received which indicated that this helix was bent at implant. This lead was replaced with the same model and never in service. No adverse patient effects were reported.